Manufacturer narrative:
(B)(4). Date of event: only event year is known: (B)(6). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an anastomosis, the product cut, but did not staple. There were no patient consequences. No additional information is available at this time.